Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #2 of 2: reference MFR. Report:1627487-2017-00299 it was reported the patient was not receiving effective stimulation and lead diagnostics revealed multiple high impedances. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the leads. The patient is now receiving effective stimulation and impedances are normal.